Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of three speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2022. During preparation, there was difficulty removing the ligator shrink wrap. Since they could not remove the ligator shrink wrap, a second speedband superview super 7 was used. The shrink was able to remove but with difficulty. During the procedure, the bands did not deploy. A third speedband superview super 7 was used; however, it was also difficult to remove the shrink wrap and during the deployment, the bands did not deploy. It was reported that the shrink wrap was too tight to the ligating cap. The device was removed and the procedure was completed with a fourth speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device outside the patient was provided by the customer and shows the ligator head with the shrink wrap, intentions of removing the shrink wrap were observed; however it was observed that it could not be fully removed.